Event description:
It was reported that on literature review "internal fixation versus hemiarthroplasty versus total hip arthroplasty for displaced subcapital fractures of femur ¿ 13 year results of a prospective randomized study", twenty three (23) patients who underwent primary implantation with an intramedullary hip screw + plate to treat a displaced subcapital fracture of the femur were revised to a tha during the first postoperative year. During the subsequent years following the primary procedure, an additional seven (7) patients underwent revision surgery. Several complications were listed as the main preoperative diagnosis for these revisions, such as: nonunion of fracture, failure of fixation, femoral head collapse or avascular necrosis, although the specific diagnosis associated to each patient is not known. Details on the identity of the explanted devices for each patient and their clinical course are not known. No further information is available.

Manufacturer narrative:
Internal complaint reference: case-(B)(4). Kasetti j. Ravikumar, gavin marsh (medway maritime hospital, gillinghamb, kent, UK)(2000). Internal fixation versus hemiarthroplasty versus total hip arthroplasty for displaced subcapital fractures of femur ¿ 13-year results of a prospective randomized study. Injury international journal of the care of the injured

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation and the reported events could not be confirmed. The clinical/medical investigation concluded that, based on the information provided, no further clinical information is available. Consequently, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patients outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported events have been identified as overuse or excessive pressure on the joint, injury, infection, procedural/user error, surgical/post operative complications, healing issues and/or patients condition. The contribution of the devices to the reported events could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.